Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty igniter. However, the cause of the faulty igniter could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the e103 error code was received due to faulty igniter and converter unit. It was also found that there was heavy dust in the unit. The air ducts was found clogged. There was corrosion on tank socket. Paint was peeled off from the front panel. There was minor scratch on top cover. Lastly, the power switch was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e103 lamp error code was received when using the evis exera iii xenon light source. It was reported that the issue occurred one out of ten times that the device was switched on and off. The issue was found during maintenance. There were no reports of patient harm.